Event description:
The facility representative reported a pump with the buzzer not working under the sensor (implying a failure to alarm). This problem was identified during bio-med testing. There was no report of pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional information becomes available.